Event description:
It was reported that a malfunction alarm occurred, with a specific code that was identified and resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided information on how to reset the pump, assisted the customer with the reset, and ensured the malfunction did not recur. The customer continued to use the pump for insulin therapy.